Event description:
On april 14, 1997 following the second incident of 4-11-97, hospital personnel reported two extravasations (one on each date) during contrast injection. Co service was requested to examine the injector- no patient injury reported.